Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right ventricular (rv) lead exhibited high capture threshold and high, in range pacing impedance. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.